Manufacturer narrative:
(B)(4). Batch # n55129. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge not loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button worked properly and the device closed and opened as intended during testing.

Event description:
It was reported that during a laparoscopic hepatectomy, the knife did not return to home position though the firing was completed properly at the 1st firing. Eventually, the knife was returned manually. The device was pce60a ((B)(4)) and the cartridge was ecr60b. Another device was used to complete the case. There were no adverse consequences to the patient.